Event description:
A surgeon reports having three patients with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional information has been requested. This manufacturer's device report is for the first patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number or any identification traceable to the manufacturing documentation. Additional information was requested 05/05/2008, 05/08/2008 and 05/22/2008 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 05/30/2008.